Event description:
A malfunction alarm was reported, with the malfunction code being displayed as "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue appears again.